Event description:
It was reported that the arterial pump power supply was interrupted during the case. The pump was hand cranked until a replacement heart lung machine system was installed. The report indicated that the pt was supported by cardiac massage.

Manufacturer narrative:
Sorin group (B)(4) manufacturers the s3 console. The incident occurred at (B)(6). This medwatch report is filed by sorin group USA on behalf of sorin group (B)(4). It was reported that the power supply was interrupted during the case. The pump was hand cranked until a replacement hlm system was installed. The report indicated that the pt was supported by cardiac massage. Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group (B)(4) had requested that the pump be returned for eval. They were notified that the medical department did not want the pump returned for eval or repair. The pump was taken out of service and replaced with another pump. Sorin group (B)(4) was also informed that a contract service group had analyzed the pump and found that the dc/dc module was defective, and there was one burnt board. The parts were not available for return. No product was returned for eval. Without the physical pump or parts, sorin group (B)(4) is unable to determine the cause of the failure. No further action is deemed necessary.